Event description:
It was reported that during patient use, there was a herniation of a tracheal tube cuff. The tracheal tube was exchanged with a new device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for investigation. An inflation deflation test was performed. Air was applied to the cuff and found the cuff had a distortion. The cuff was left inflated and no deflations were observed. The reported malfunction of a distorted cuff was confirmed. All manufacturing guidelines and controls were reviewed and found acceptable to detect the reported malfunction. All products undergo an inflation deflation test prior to release. At this time any defects are removed from the lot. A distortion of this magnitude would have been detected and removed from the lot. The distortion found in the returned sample is not confirmed as being related to the manufacturing process.